Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a signal loss was reported. The patient stated they were at work when they had a severe drop in their blood glucose value which required assistance. She stated the signal was lost during the time of event. Additionally, she stated that her boyfriend who was working with her also did not have signal and he has the application on his phone and watch. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.